Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of clearlink solution sets leaked below the drip chamber during two oncology infusions (not further specified). No further detail was provided regarding the number of patients involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.